Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants that did not fully cross the si joint. Part number, lot number, manufacturing date, expiration date, UDI number: ifuse implant, p/n 7045-90, lot# 8078003804008, manufactured 09/20/12, expires 2015-09, (B)(4); ifuse implant, p/n 7040-90, lot# 8047003363007, manufactured 07/03/12, expires 2015-07, (B)(4); ifuse implant, p/n 7035-90, lot# 8004003235002, manufactured 04/16/12, expires 2015-04, (B)(4).

Event description:
In (B)(6) 2012, the patient had right side si joint arthrodesis where three implants were placed. The patient complained of ongoing pain since the surgery. The surgeon determined that the implants did not fully cross the si joint and that some were proud of the ilium. Although the implants were all solidly fixed in bone, the surgeon believed that the sacral bone quality was not optimal. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all of the implants. The status of the patient following the revision surgery is not yet known.